Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device; there was no report for this alarm called in by the customer. Not enough data is available within the complaint to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.